Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid and bupivacaine (dose and concentration not reported). Indications for use were non-malignant pain. The patient had reported to the physician that they feel under and over medicated at times. The volume was checked twice before refill date and the results were consistent with the predicted volume. An x-ray was performed to determine catheter placement also turned out fine. As of (B)(6) 2015 no interventions had been done. The patient status at the time of the report was alive, no injury.